Event description:
This unsolicited case from united states was received on (B)(6) 2018 from patient. This case involves a (B)(6) male patient of who received treatment with synvisc one and after few hours leg did not want to extend fully. Could not straighten it, painful in heel, extreme tightness in knee, extremely painful in the entire leg, from hip all the way down to heel and painful in hip; after 01 day was not able to go to work, had fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball and had to go into his office for some meeting so he hobbles on crutches to work., after 7 days had exceedingly sleepy, drowsy, feel warm, slept very long and hard. Patient thought he was given a light anesthetic injection novocain maybe before synvisc one. No past drugs, medical history or concurrent condition was reported. They did clean area. Patient was pretty sure they opened it in front of him. Synvisc one was not cold or hot but like warm water comfortable going in. On (B)(6) 2017 at around 09:00 a.m., the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for knee pain. On the same day, after few hours of the first injection, the patient experienced extreme tightness in knee, his leg did not want to extend fully and he could not straighten it and in another 7 hours or so around 09:00 p.m. It was extremely painful in the entire leg, from hip all the way down to heel (it was very painful in hip and heel). On (B)(6) 2017, 01 day after the first injection, the patient had fluid accumulation, puffiness in back of knee and in the morning there was a cyst behind knee. The size of the cyst was like a ping pong ball and the patient was not able to go to work (onset date: (B)(6) 2017; latency: 01 day). Patient called the doctor office and they told him to do the rice treatment and take paracetamol (tylenol) if he needed to. In the afternoon patient had to go into his office for some meeting so he hobbled on crutches to work. That night he did take paracetamol (tylenol). Patient kept trying to bend his leg so that he could keep his leg flexible and not got it to stiffen. Patient had paracetamol (tylenol) or paracetamol and rice for the next couple of days. Patient was in extremely acute pain. On (B)(6) 2017, thursday morning, 07 days after the first injection, the patient was exceedingly sleepy and did feel warm but he did not take his temperature and slept very long and hard and was warm and drowsy. Patient's fluid accumulation was reducing but had little pain towards hip. Patient saw the doctor a couple of weeks later. Patient was ok but occasionally he does get a little pain towards front of hip. Patient no longer had swelling in front or back of knee or fluid. Corrective treatment: crutches for had to go into his office for some meeting so he hobbles on crutches to work; paracetamol (tylenol), paracetamol, rice treatment for leg did not want to extend fully. Could not straighten it., feel warm, painful in heel, extreme tightness in knee, extremely painful in the entire leg, from hip all the way down to heel, fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball and painful in hip; not reported for rest of the events outcome: unknown for had to go into his office for some meeting so he hobbles on crutches to work, not able to go to work, leg did not want to extend fully. Could not straighten it, exceedingly sleepy, drowsy, feel warm, slept very long and hard, painful in heel, extreme tightness in knee., recovering/ resolving for extremely painful in the entire leg, from hip all the way down to heel. And painful in hip; recovered/ resolved for fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for had to go into his office for some meeting so he hobbles on crutches to work pharmacovigilance comment: sanofi company comment dated 06-mar-2018: this case concerns a male patient who has received synvisc one injection from the unknown lot and later experienced impaired work ability, cyst behind knee and walking difficulty. A temporal relationship can be established with the product administration, therefore complete casual relationship with synvisc one cannot be ruled out. However, lack of information regarding patient's medical history, concurrent conditions and lot number makes the complete case assessment difficult.

Event description:
Had to go into his office for some meeting so he hobbles on crutches to work [walking difficulty] cyst behind knee, size of cyst was like a ping-pong ball. [Cyst] not able to go to work [impaired work ability] leg did not want to extend fully. Could not straighten it. [Joint range of motion decreased] exceedingly sleepy, drowsy [sleepy] feel warm [feeling of warmth] slept very long and hard [sleep excessive] extreme tightness in knee. [Stiff knees] extremely painful in the entire leg, from hip all the way down to heel. [Pain in leg] ([radiating pain]) fluid accumulation [effusion (r) knee] puffiness in back of knee [swelling of r knee] case narrative: based on additional information received on (B)(6) 2018 from physician, the case is medically confirmed. This unsolicited case from united states was received on (B)(6) 2018 from patient. This case involves a 57 years male patient of who received treatment with synvisc one and after few hours leg did not want to extend fully. Could not straighten it, painful in heel, extreme tightness in knee, extremely painful in the entire leg, from hip all the way down to heel and painful in hip; after 01 day was not able to go to work, had fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball and had to go into his office for some meeting so he hobbles on crutches to work., after 7 days had exceedingly sleepy, drowsy, feel warm, slept very long and hard. Patient thought he was given a light anesthetic injection novocain maybe before synvisc one. No past drugs were reported. Patient's medical history included right knee osteoarthritis, right s1 radiculopathy secondary to l5- s1 disk herniation and knee has been a little bit more sore with cold weather. They did clean area. Patient was pretty sure they opened it in front of him. Synvisc one was not cold or hot but like warm water comfortable going in. On (B)(6) 2017 at around 09:00 a.m., the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for right knee osteoarthritis. On the same day, after few hours of the first injection, the patient experienced extreme tightness in knee, his leg did not want to extend fully and he could not straighten it and in another 7 hours or so around 09:00 p.m. It was extremely painful in the entire leg, from hip all the way down to heel (it was very painful in hip and heel). On (B)(6) 2017, 01 day after the first injection, the patient had fluid accumulation, puffiness in back of knee and in the morning there was a cyst behind knee. The size of the cyst was like a ping pong ball and the patient was not able to go to work (onset date: (B)(6) 2017; latency: 01 day). Patient called the doctor office and they told him to do the rice treatment and take paracetamol (tylenol) if he needed to. In the afternoon patient had to go into his office for some meeting so he hobbled on crutches to work. That night he did take paracetamol (tylenol). Patient kept trying to bend his leg so that he could keep his leg flexible and not got it to stiffen. Patient had paracetamol (tylenol) or paracetamol and rice for the next couple of days. Patient was in extremely acute pain. On (B)(6) 2017, thursday morning, 07 days after the first injection, the patient was exceedingly sleepy and did feel warm but he did not take his temperature and slept very long and hard and was warm and drowsy. Patient's fluid accumulation was reducing but had little pain towards hip. Patient saw the doctor a couple of weeks later. Patient was ok but occasionally he does get a little pain towards front of hip. Patient no longer had swelling in front or back of knee or fluid. Corrective treatment: crutches for had to go into his office for some meeting so he hobbles on crutches to work; paracetamol (tylenol), paracetamol, rice treatment for leg did not want to extend fully. Could not straighten it., feel warm, painful in heel, extreme tightness in knee, extremely painful in the entire leg, from hip all the way down to heel, fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball and painful in hip; not reported for rest of the events. Outcome: unknown for had to go into his office for some meeting so he hobbles on crutches to work, not able to go to work, leg did not want to extend fully. Could not straighten it, exceedingly sleepy, drowsy, feel warm, slept very long and hard, painful in heel, extreme tightness in knee., recovering/ resolving for extremely painful in the entire leg, from hip all the way down to heel. And painful in hip; recovered/ resolved for fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52841 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for had to go into his office for some meeting so he hobbles on crutches to work additional information was received on (B)(6) 2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on (B)(6) 2018 from physician. The case is medically confirmed. Medical history added. Clinical course updated. Text amended accordingly.

Event description:
This unsolicited case from united states was received on 26-feb-2018 from patient. This case involves a (B)(6) male patient of who received treatment with synvisc one and after few hours leg did not want to extend fully. Could not straighten it, painful in heel, extreme tightness in knee, extremely painful in the entire leg, from hip all the way down to heel and painful in hip; after 01 day was not able to go to work, had fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball and had to go into his office for some meeting so he hobbles on crutches to work., after 7 days had exceedingly sleepy, drowsy, feel warm, slept very long and hard. Patient thought he was given a light anesthetic injection novocain maybe before synvisc one. No past drugs, medical history or concurrent condition was reported. They did clean area. Patient was pretty sure they opened it in front of him. Synvisc one was not cold or hot but like warm water comfortable going in. On (B)(6) 2017 at around 09:00 a.m., the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) for knee pain. On the same day, after few hours of the first injection, the patient experienced extreme tightness in knee, his leg did not want to extend fully and he could not straighten it and in another 7 hours or so around 09:00 p.m. It was extremely painful in the entire leg, from hip all the way down to heel (it was very painful in hip and heel). On (B)(6) 2017, 01 day after the first injection, the patient had fluid accumulation, puffiness in back of knee and in the morning there was a cyst behind knee. The size of the cyst was like a ping pong ball and the patient was not able to go to work (onset date: (B)(6) 2017; latency: 01 day). Patient called the doctor office and they told him to do the rice treatment and take paracetamol (tylenol) if he needed to. In the afternoon patient had to go into his office for some meeting so he hobbled on crutches to work. That night he did take paracetamol (tylenol). Patient kept trying to bend his leg so that he could keep his leg flexible and not got it to stiffen. Patient had paracetamol (tylenol) or paracetamol and rice for the next couple of days. Patient was in extremely acute pain. On (B)(6) 2017, thursday morning, 07 days after the first injection, the patient was exceedingly sleepy and did feel warm but he did not take his temperature and slept very long and hard and was warm and drowsy. Patient's fluid accumulation was reducing but had little pain towards hip. Patient saw the doctor a couple of weeks later. Patient was ok but occasionally he does get a little pain towards front of hip. Patient no longer had swelling in front or back of knee or fluid. Corrective treatment: crutches for had to go into his office for some meeting so he hobbles on crutches to work; paracetamol (tylenol), paracetamol, rice treatment for leg did not want to extend fully. Could not straighten it., feel warm, painful in heel, extreme tightness in knee, extremely painful in the entire leg, from hip all the way down to heel, fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball and painful in hip; not reported for rest of the events outcome: unknown for had to go into his office for some meeting so he hobbles on crutches to work, not able to go to work, leg did not want to extend fully. Could not straighten it, exceedingly sleepy, drowsy, feel warm, slept very long and hard, painful in heel, extreme tightness in knee., recovering/ resolving for extremely painful in the entire leg, from hip all the way down to heel. And painful in hip; recovered/ resolved for fluid accumulation, puffiness in back of knee, cyst behind knee, size of cyst was like a ping pong ball. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52841 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for had to go into his office for some meeting so he hobbles on crutches to work additional information was received on 02-mar-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 02-mar-2018:the follow up information received dose not changed the previous case assessment. This case concerns a male patient who has received synvisc one injection from the unknown lot and later experienced impaired work ability, cyst behind knee and walking difficulty. A temporal relationship can be established with the product administration, therefore complete casual relationship with synvisc one cannot be ruled out. However, lack of information regarding patient's medical history, concurrent conditions and lot number makes the complete case assessment difficult.